Event description:
The initial reporter advised shiley that they had received a report that a pt had experienced an alleged fracture of their bjork-shiley convexo-concave mitral heart valve. Copies of medical records were subsequently obtained from the fiance of the pt. According to a copy of the hosp in acute cardiogenic shock, "pt's mitral valve disk [sic] had lodged in pt's aorta, pt's strut had lodged in pt's iliac". The pt underwent emergency surgery to replace the mitral valve prosthesis; the embolized disc and strut were not explanted. The pt survived surgery. Postoperatively, the pt was treated for pneumonia and respiratory failure and required a tracheostomy and ventilator support. The medical records indicated that the pt was also diagnosed as having anoxic brain injury and secondary myoclonus. The pt was transferred to a rehabilitation hosp approximately 45 days after surgery. The pt was then discharged from the rehabilitation hosp to a skilled nursing facility.